Manufacturer narrative:
Analysis: visual analysis of the returned device shows one side of the headlink was detached near the "y" support weld area of the head-link assembly. The detached section was returned with the product. Product labeling contains instructions for the user, including product illustrations for the proper use of the device, per its labeled indications. A caution included in the IFU states "repeated bending of the tissue stabilizers may compromise device performance." However, design modifications have been implemented to make this area of the device more robust. Conclusion: reduced device performance occurred and was related to the event. There were no adverse pt outcomes associated with this clinical event.

Event description:
Medtronic received info that one leg of this octopus evolution device became detached during the surgical procedure. The evidence indicates that this observation was made prior to the device contacting the pt. No adverse effects to the pt were reported.